Event description:
Procedure: right thoracoscopy w/biopsy. According to the reporter: the device fired, cut but did not staple. Bleeding occurred. However, the amount of blood loss was not known. It could not be reported if a transfusion occurred. The pt was opened in order to stop the bleeding, (mini thoracotomy). The surgeon used an add'l 6 staplers to stop the bleeding. Or time was delayed 1 1/2 hrs. The pt condition was reported as stable at this time.

Manufacturer narrative:
Initial report sent to FDA on 08/12/2008.